Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use existing cartridge on the pump for insulin therapy. There was no adverse impact to customer's blood glucose level.